Manufacturer narrative:
A2) patient age - average patient age: 66 ± 11.7 years. A3a) patient sex - sex of majority of patients involved: 72 males, 3 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from spain, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01may2021) ¿safety and efficacy of coronary laser ablation as an adjunctive therapy in percutaneous coronary intervention: a single-centre experience¿. The study retrospectively aimed to present our experience regarding the safety and efficacy of laser assistance to percutaneous coronary intervention (pci) in different scenarios of coronary artery disease. A total of 81 lesions and 75 patients were enrolled in the study between may 2014 and march 2020. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 perforation and few unspecified major adverse cardiovascular events (mace) at 1 year follow up (MDR #3007284006-2026-00148). Additionally, a perforation occurred in an elderly female and sealed with a covered stent (MDR #3007284006-2026-00149). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 01may2021 has been used, the date of publication. Mohandes, m et al_2021_safety and efficacy of coronary laser ablation as an adjunctive therapy in percutaneous coronary intervention: a single-centre experience. Volume: 32, issue: 3. Page: 241-246. Doi: 10.1097/mca.0000000000000989 pmid: 33186144. Https://pubmed.ncbi.nlm.nih.gov/33186144. This report captures the perforation that occurred after use of the elca device and the few unspecified maces at 1 year follow up. There was no alleged malfunction of any spectranetics devices in use during the procedure.